Manufacturer narrative:
(B)(4).

Event description:
Our importer, (B)(4), received on (B)(4) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 12am. Patient's wife (B)(6) call in stating that patient tested his blood glucose and received results of 470 mg/dl in one hand and 210 mg/dl in the other hand. Patient medicated according to the 470 mg/dl and went and laid down. Patient's wife went and checked on him an hour later and found him unresponsive and sweating profusely. Patient's wife tested patient's blood glucose while calling paramedics. The reading on the prodigy meter at the time of the event was 44mg/dl. Patient's normal blood glucose reading around this time of day is 128-400mg/dl (patient is a brittle diabetic). Patient had taken all regular medications prior to the event except potassium chloride and lasix. Paramedics were called at the same time patient's wife was testing patient's glucose. Police arrived and gave patient glucose gel while waiting on paramedics. Paramedics tested patient's glucose with a result of below 20mg/dl. Thirty minutes had passed between testing with the prodigy meter and the paramedic's meter. Paramedics treated patient with (instant glucose pta). Patient was transported to ER by paramedics. Upon arrival at ER patient's glucose level was 178mg/dl. Patient was given food after being admitted to hospital room (half turkey sandwich, vanilla pudding,1 cube of cheese and some shasta soft drink). Patient's glucose reading prior to discharge was 308mg/dl. Patient was released from hospital the same day. (B)(4) sent prepaid envelope to patient requesting return of suspect system for evaluation purposes.